Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm occurred during testing. The insulin pump was received with a cracked case at the display window corner, a minor scratched lcd window and a scratched reservoir tube window.

Event description:
It was reported that the customer received the button error alarm on the insulin pump. The customer's blood glucose was 7.2 mmol/l. Advised that a replacement insulin pump would be sent. Nothing further reported.